Manufacturer narrative:
Evaluation conclusion: device has been evaluated but not repaired.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to the oxygen delivery. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs replaced to address the issue.